Event description:
It was reported to target that while embolizing an ic-cs aneurysm, the physician tried to deploy a gdc through a catheter. He advanced the gdc by pushing but it stopped in the middle of the catheter. He pulled the coil and found there was no coil at the top of the pusher. Then he tried to retrieve the coil from the catheter but it did not come out. The pt was not affected by this product malfunction.

Manufacturer narrative:
The gdc pusher wire in its introducer sheath was returned wrapped around itself in the pouch of the gdc, in a generic pouch. On the gdc pusher wire it was observed that the sleeve material with the bushing has been pushed distally and it was partially covering the hypotube. The detachment zone, that should be exposed, was inside the bushing. On the material over the bushing, there were marks that indicated that the gdc pusher wire had been rotated. Per labeling instructions: "warning: do not rotate delivery wire during or after delivery of the coil into the aneurysm. Rotating the gdc delivery wire may result in stretched coil or premature detachment of the coil from the delivery wire which could result in coil migration." The main coil had detached prematurely from its pusher wire, most likely after stretching an unraveling from the welded joint. It should be mentioned though that at the time of assembly, this joint met tti specification for a minimum of three windings wrapped on the hypo tub. Furthermore, during the assembly of this lot samples were tested for tensile strength of the welded main coil to the platinum hypo tube. All samples tested met the acceptance criteria. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.